Manufacturer narrative:
No devices or photos were received; therefore the condition of the components cannot be confirmed. This issue has been previously investigated and a device history record review is not required. These devices are used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured during the trialing process.